Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: stent dislodgement. It was reported that another company's guiding catheter was placed at the saphenous cdiii level (selectively and with a good support). A ht pilot 50 0.014 guide wire crossed the lesion and was placed further at the distal right coronary artery. An attempt to implant a xience v 2.25 x 18 mm at the distal coronary artery was unsuccessful as it would not cross. Another company's 2 x 15 mm balloon catheter was placed at the right coronary artery to pre-dilate the lesion. Two inflations were performed at 20 atm for thirty seconds. Again, the xience v 2.25 x 18 mm was unable to be implanted as it would not cross and the stent dislodged from the stent delivery system (sds) in the coronary artery bypass graft (CABG) and it went down to the femoral artery. The patient has a surgical procedure in 2009, to extract the stent from the femoral artery. Another company's 2.25 x 18 stent was implanted. An inflation was performed at 16 atm for 30 seconds. After angiographic control, the distal right coronary artery (rca) had no lesion. There was no dissection mark and no evocation of a thrombus at this level. The coronary flow was normal. There was no spasm during the procedure. No additional event or patient information is available.